Event description:
It was reported the bellavista displayed user interface error while using on a patient. No patient harm.

Manufacturer narrative:
File identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11 results of investigation: review of the log file confirmed that the device experienced a cfb error and provided a main board for replacement. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.